Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va04m3h, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient started having problems with urination again. The patient did not "have the feeling to go on his own." The patient mentioned that he also started feeling pain in his back and right side where that device was and he had started catheterizing again. The patient was unable to adjust stimulation as he lost his programmer. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.